Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient¿s nurse described the area as a rash/ contact dermatitis under the front pad. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a hydrocortisone cream to the rash. Follow up indicated that the rash improved.